Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that while running the axsym digoxin iii assay on pt samples, error code# 1118 (invalid test result, intercept too low) is being generated on pt samples. There was no impact to pt mgmt reported.